Manufacturer narrative:
The accounts maintenance has been unable to duplicate the alleged malfunction.

Event description:
The account alleged a patient exited the bed and according to the nurses the bed exit alarm sounded a few minutes later. No injury.